Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient was experiencing uncomfortable stimulation in their foot. Pt wanted to know how to use the remote to make sure the patient was at a comfort level with the stimulation. Caller stated they just got done recharging the battery and the intensity in the patient's feet had gone up quite a bit. Caller was wondering which button on the controller controlled the lower half of their body. Caller noted they had 4 lines 1, 2, 3, and 4 and they did not know which one of those was the one that controlled that part of their feet. Agent walked caller through increasing and decreasing the stimulation on group a from 5.4 to 5.2. They did not notice a different. Caller will go through the rest of the programs and see if the helps. The caller will contact their medtronic representative and reach out to their managing doctor (hcp). The patient was redirected to their healthcare provider to further address the issue. Caller mentioned they met with medtronic representative on the 10th day after the operation and now that patient was healing and everything, patient was starting to feel the pain in their legs.